Manufacturer narrative:
Concomitant product(s): a 5086mri45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing of non-hemodynamic electrogram (egm) morphology on the atrial and right ventricular (rv) channels, with short v-v intervals. The leads remain in use. No patient complications have been reported as a result of this event.